Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test and was unable to prime at 4.0 lbs during prime test due to a faulty gold force sensor resister. The unit had a cracked reservoir tube window, a cracked reservoir tube lip, cracked battery tube threads, and a minor scratched lcd window.(B)(4)

Event description:
The customer called in to report a compromised force sensor system error alarm and that insulin was "squirting" out during the manual prime process. The customer was riding her bike when the alarm occurred. The customer's blood glucose level was 202 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.